Manufacturer narrative:
Other, other text: additional information- "no patient involvement" added to section b5. Device evaluation- the device was returned for evaluation. The device was given functional testing and the recirculating solution would not heat. The issue was determined to have been caused by the heater component.

Event description:
No patient involvement.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) failed to heat. No patient injury or complications were reported in relation to this event.